Event description:
End user reports the left side of the bed is raising up higher than the right due to right side weld that has broken.

Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.